Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "pre-surgical check of instruments its was noted that the outrigger slide cutting block slip component of the attune distal femoral jig was not connecting to the distal femoral cutting block like it should. On further assessment using instruments from another attune primary resection tray it was found that the fault lay with the distal femoral cutting block (254400522) not the cutting block clip as expected. Two different cutting block clips were used to connect to the distal cutting block in mention. Neither were able to connect to the cutting block without additional manual manipulation of the cutting block clip. Using a different distal cutting block with the same two cutting block clips mentioned above did not have the same need for manual manipulation. As a result it was ascertained that the distal cutting block was the problem". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the overall device surface with signs of heavy usage, including burr patterns and small deformations on the device edges. No other anomaly was noted. The presence of the burr and deformations impedes the ability of the mating devices to slide, pass or assemble as intended. Potential cause can be traced to exposure to unintended and excessive forces, such as, constant off-axis insertion of the mating devices. However, taking in consideration the aspect and age of the device (around 4 years), the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage and as mating component was not returned for evaluation. However, taking in consideration the conditions observed on the device edges, it is reasonable to confirm a difficulty on the assembly between the device and its mating components/devices. The overall complaint was confirmed as the observed condition of the attune distal fem cut block would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: a photo investigation was completed: the provided photographs were reviewed. In the images provided no observations pertaining to the nature of the reported event of unable to assemble could be identified. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported during pre-surgical check of the instruments it was noted that the outrigger slide cutting block slip component of the attune distal femoral jig was not connecting to the distal femoral cutting block like it should. Two different cutting block clips were used to connect to the distal cutting block; neither were able to connect to the cutting block without additional manual manipulation of the cutting block clip. Both clips were able to connect to a different distal cutting block with no issues. There was no patient consequences reported.